Manufacturer narrative:
The device was received for evaluation, investigation is pending.

Event description:
The customer reported that a clave neutral connector leaked nitroprusside and dripped on the floor. The tubing was wet and new drip was ordered. In addition, it required quick titration of inotropic medications, which delayed patient in reaching a steady state or balance of vital signs. This occurred during patient use. There was patient involvement, no report of an adverse event or human harm and no report of a delay in therapy.

Manufacturer narrative:
Subsequent to the initial submission, the customer contact reported the leak was not noted from the clave but from the non ICU medical product with item number mz1000-07.